Manufacturer narrative:
The device remains implanted. This report will be updated if additional information is received.

Event description:
It was reported that at the device replacement procedure, this pacemaker was connected to the chronic leads (not manufactured by boston scientific). The device was placed in the pocket, but the device appeared to be oversensing and right ventricular (rv) pacing was being inhibited. The device was removed and the rv lead was tested on the pacing system analyzer (psa), with normal sensing and lead measurements observed. The lead was reconnected to the device and the pocket was closed. Noise was observed again, but the lead measurements with the device were all normal. Fluoroscopy of the device was performed and confirmed the terminal pin was fully inserted into the device header. The sensitivity was adjusted to 10mv so the device would not sense the noise and the patient was released. The following week at the first device check, noise was observed on the rv lead. It was not being oversensed by the device currently, but there was a non-sustained ventricular tachycardia (vt) episode showing oversensing and pacing inhibition of three seconds due to the noise. The physician reprogrammed the pacing mode from ddd 60-120 to voo 60 and scheduled the patient for another follow-up in one month. The patient was not active, and had an intrinsic rate of 30 bpm. The field representative noted there had been no noise observed with this rv lead and the previous pacemaker. Technical services discussed further evaluation of the rv lead was needed. The noise could be due to a connection issue, or insulation damage, and a lead revision may be necessary. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that at the device replacement procedure, this pacemaker was connected to the chronic leads (not manufactured by boston scientific). The device was placed in the pocket, but the device appeared to be oversensing and right ventricular (rv) pacing was being inhibited. The device was removed and the rv lead was tested on the pacing system analyzer (psa), with normal sensing and lead measurements observed. The lead was reconnected to the device and the pocket was closed. Noise was observed again, but the lead measurements with the device were all normal. Fluoroscopy of the device was performed and confirmed the terminal pin was fully inserted into the device header. The sensitivity was adjusted to 10mv so the device would not sense the noise and the patient was released. The following week at the first device check, noise was observed on the rv lead. It was not being oversensed by the device currently, but there was a non-sustained ventricular tachycardia (vt) episode showing oversensing and pacing inhibition of three seconds due to the noise. The physician reprogrammed the pacing mode from ddd 60-120 to voo 60 and scheduled the patient for another follow-up in one month. The patient was not active, and had an intrinsic rate of 30 bpm. The field representative noted there had been no noise observed with this rv lead and the previous pacemaker. Technical services discussed further evaluation of the rv lead was needed. The noise could be due to a connection issue, or insulation damage, and a lead revision may be necessary. The device and leads remain in service. No adverse patient effects were reported. The field representative later reported that the physician made no changes to the device or leads due to the patient's age and potential risk for infection. It was noted that after the reprogramming to voo mode, no further episodes were stored and the patient had no symptoms.

Manufacturer narrative:
The device remains implanted. This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.